Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level. The customer did not reset the pump prior to contact but was assisted by technical support in resetting it, after which the malfunction did not recur. Technical support advised the customer to continue using the pump and to call back if the issue reoccurred.